Event description:
One sample of ivenix administration set was returned for evaluation. The following evaluation steps were performed: 1) visual inspection, 2) installed the admin set on ivenix infusion system machine and ran the primary bolus prime and secondary prime, 3) underwater leak test, 4) dye test. The following observations were made: the device was assembled per the applicable drawing. Primary line infusion passed successfully and was tested with a set rate of 0.5ml/hr and set volume of 0.1ml and primary line was connected to a saline solution bag. An underwater leak test was performed at 20 psi, a leak was found coming out of the top part of the cassette. A dye test was performed, an a leak was found in the secondary port, due to an overinsersion of the luer activated part that caused a crack. The customer complaint is confirmed. The probable root cause may be related to a leak caused by overinsertion of the secondary port during manufacturing, which could have resulted in a crack. An internal investigation has been opened to investigate the reported issue. The current process controls detection include 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection during the manufacturing process and final physical inspections. The batch record fa24j07021 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: nurse reported: leaking from cassette once medication was primed into the tubing. No patient harm/infusion stoppage reported. No sample available. A preliminary review of the logs identified the following issue: administration set leak (external part). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.